Event description:
The surgery involved excision of a clipped lymph node with savi localization. There was no signal that could be detected with the savi probe, either at the start of the case (prior to incision), or during the case when examining the axillary wound or the axillary specimen. The probe was working when tested with the test card. The specimen did contain a savi marker confirmed on x-ray.